Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
The patient presented to the emergency room due to seizure activity and syncopal episode. There were no lvad alarms during the event. Log file analysis noted low flow events on (B)(6) 2020. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the report of a seizure syncopal episode could not conclusively be established through this evaluation. In addition, low flow alarms were confirmed through the evaluation of the submitted log files. The account communicated that the low flow events were related to hypotension due to ethanol (etoh) use. A direct correlation between the reported hypotension and heartmate 3 lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The submitted system controller event log file contained data from 12mar2020 at 2:42 pm through 13mar2020 at 2:32 pm. From the beginning of the file until (B)(6) 2020 at 3:39 pm, the file captured multiple low flow hazard alarms. It was noted that the low flow events appeared to occur at times when the pi values were elevated. The low flow events appeared to resolve and the remainder of file was clear of any additional low flow conditions. The pump appeared to have functioned as intended throughout the duration of the log files. The hm3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This document also explains that pump performance is sensitive to changes in systemic vascular and left ventricular filling. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.